Manufacturer narrative:
(B)(4). The investigation shows that the field service engineer troubleshoot the system and replaced/calibrated the "(B)(4) - x tv8s 50hz ccdtv-installation" and the issue was resolved.

Event description:
The customer contacted philips customer service to report a blank image in the ICU operating room.